Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were recommended and will be made at the patient's next follow-up. The patient will continue to be actively monitored via remote transmission.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-32421 should not have been reported as a medical device report as the product has not been approved by the FDA and is part of an investigational device exemption.